Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for worsening delirium following stroke. Comfort measures were decided and orders initiated. The following morning, low flow alarms were observed. Device was turned off and patient expired.

Manufacturer narrative:
Section d4, h3, and h4: additional information. Section d7: correction. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), did not reveal any device-related issues. A direct relationship between the device and the reported events could not be conclusively determined. The report of low flow alarms could not be confirmed as no log files were submitted for review. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The textured blood-contacting surface of the outlet elbow revealed post explant blood but showed no evidence of any adhered or developed depositions or thrombus formations. The proximal-side of the inlet stator revealed no evidence of any adhered or developed depositions or thrombus formations within the pump. The distal-side of the outlet stator revealed an accumulation of post explant blood but showed no evidence of any adhered or developed depositions or thrombus formations within the pump. Upon disassembly of (B)(6), visual inspection of the proximal side of the outlet stator, as well as the surface of the rotor inlet section adjected to the bearing ball, revealed an accumulation of post explant blood. However, visual inspection of (B)(6), including the aforementioned portions, did not reveal any evidence of any adhered or developed depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Heartmate ii lvas IFU rev. H and patient handbook rev. G are currently available. Death and stroke are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii patient handbook also provides a section on handling emergencies. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. No further information was provided. The manufacturer is closing the file on this event.